Event description:
It was reported that during an unknown procedure and while the surgeon was cauterizing tissue, small burn marks were noticed on the patient's uterus. The monopolar curved scissors instrument was removed, cleaned, and the instrument was found to have a small crack in the black carbon fiber. Another monopolar curved scissors instrument was used to successfully complete the procedure without significant delay. No additional information was provided.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the instrument to have a dislodged tube extension. Keys that mate with the main tube are broken and the tube extension can rotate. Main tube has various deep scratches at the distal end. Did not observe any cracks on the main tube or any holes burned through the main tube. Instrument was placed on system and cautery was perform. Cautery passed, with arcing occurring at the tube extension/main tube interface. A gap is created at the interface due to the dislodgement, the insulation is compromised, and energy escapes from the hypotubes through the gap, burning tissue. This suggests the tube extension breakage occurred before the alleged arcing. Latex cut test passed. No other damage found.